Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade IV on the right side postoperatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 425cc, catalog number 3504254bc on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 425cc, catalog number 3504254bc, serial number (B)(6) and serial number (B)(6). Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 23 2020, it was noticed the previous report erroneously omitted the device manufacturing and expiration dates. The proper fields have been updated. Manufacturer¿s reference number: (B)(4).